Manufacturer narrative:
Approximate age of device - 2 months, 19 days. The pump remains in use supporting the patient. A correlation between the device and the report of gi bleed could not be conclusively determined. Gi bleed is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleed has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted on (B)(6) 2019 for a gastrointestinal bleed. Upper and lower gastrointestinal tract were scoped and nothing was found. Patient is off aspirin and patient's inr (international normalized ratio) was within therapeutic range. Patient was discharged to home on (B)(6) 2019. No further information was provided.